Manufacturer narrative:
The field service engineer determined there was a salt bridge around the reference electrode. The ise flow path system was decontaminated. The acrylic blocks in the ise assembly were cleaned. All mechanical and operational checks passed successfully. The last calibration performed on (B)(6) 2020 was ok. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for seven patient samples tested with ise indirect na for gen.2 on a cobas 6000 c (501) module. Controls run prior to the patient samples were within range. Initial values for the samples were reported outside of the laboratory. Later, the controls were outside of range low. Maintenance was then performed on the analyzer and controls run after this were acceptable. The samples were then repeated and the repeat results were believed to be correct. The first patient sample initially resulted with an na value of 133 mmol/l accompanied by a data flag. The sample was automatically repeated on the analyzer, resulting with an na value of 133 mmol/l. The sample was repeated again, resulting with an na value of 140 mmol/l. The second patient sample, from an (B)(6) male patient, initially resulted with an na value of 130 mmol/l, which repeated as 137 mmol/l. The third patient sample, from a (B)(6) male patient, initially resulted with an na value of 130 mmol/l, which repeated as 138 mmol/l. The fourth patient sample initially resulted with an na value of 133 mmol/l, which repeated as 140 mmol/l. The fifth patient sample initially resulted with an na value of 132 mmol/l, which repeated as 139 mmol/l. The sixth patient sample initially resulted with an na value of 134 mmol/l, which repeated as 140 mmol/l. The seventh patient sample initially resulted with an na value of 133 mmol/l, which repeated as 140 mmol/l. The na electrode lot number and expiration date were requested, but not provided.